Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple pump error. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm and received request to rewind insulin pump. Customer also stated that they are not able to rewind the insulin pump. Troubleshoot was performed. Customer advised to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and selftest. No the motor arm cannot communicate with the main arm during testing. Device communicated properly with the test guardian transmitter.